Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing irritation at a pod application site associated with a single pod worn on the arm. The duration of wear was unknown. Following removal of the pod, the patient sought medical attention during an outpatient visit with a diabetes educator on an unknown date in 2019. The actual date of the event could not be determined; therefore, april 3, 2019, is used as the occurrence date for reporting purposes only and does not represent the confirmed date of the event. The patient reported that medical attention was sought due to irritation associated with use of this pod. At the time medical attention was sought, the patient reported irritation at the pod site. A pod site reaction was reported as the diagnosis. No hospitalization occurred. Treatment details were unavailable, as the patient could not recall the interventions provided. The site was described as irritated with subsequent scabbing.